Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the site was having a problem with their handheld computer that started a few months prior on a regular basis. Per the site, "an sql message appears on the screen and interrogation is blocked". Troubleshooting was performed, but the problem persisted. Product has been requested, but has not been returned to date.